Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior, creases fold and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported that the patient "suffered left side capsular contracture baker grade IV, and pain. Healthcare provider also reported "when the device was removed they observed capsules around the device. When they went to remove the capsule, they noticed possible micro-tears. But could not confirm if the micro-tears came from the removal of the capsule." The device has been explanted.